Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a quote to repair the device; however, the customer declined to have the device repaired and requested that it be returned to them. The device was returned to the customer without any repairs being performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device's display was white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed.